Event description:
The customer reported via telephone that his sensor glucose values were often inaccurate, with up to a 40 mg/dl difference in readings from the blood glucose values. The customer stated his insulin pump was currently suspending but that this was accurate as his blood glucose value was 47 mg/dl. The customer stated he would treat by eating.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.